Event description:
It was reported that subsequent to the implant of a protegen sling for treatment in 97, the pt experienced abdominal pain, continued incontinence, vaginal discharge, neurological and gastrointestinal complaints and urinary tract infections.